Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil. According to the complainant, the device would not open properly. It is unknown if this event occurred inside or outside the patient or if there was a stone present in the coil when it would not open. It is unknown how the procedure was completed. The patient's condition and if there were any complications as a result of this event are unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
(B)(6).